Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided and the screenshots were reviewed. The reported complaint was not confirmed, however it is possible that the unintentional points collected may have been on the screen, but not within view of the screenshots provided. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported event could not be confirmed, the most likely cause of the point collection occurring after the foot pedal is released is a known software bug that is under investigation by the software engineering team. No containment or correction is required at this time. G1: address updated.

Event description:
It was reported that during femur free collection in a cori procedure, the surgeon was done collecting and stepped off the black foot pedal. However, the beeping that occurs when collecting points continued. It is unknown if more points were being collected after the foot pedal was released, but it sounded like it. To stop it, they hit the back button. The femur bone mesh did not look to be affected. After the case, the black pedal was revised and the springs were intact and working properly. No patient harm or additional complication were reported.